Manufacturer narrative:
Correction: the MFR number should start with 2017865 rather than 3008377825.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported events of failure to capture, failure to sense and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and over torqued of the inner coil. No other anomalies were identified.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the atrial lead exhibited high pacing impedance and failure to capture. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2024. The patient was in stable condition.

Event description:
Additional information received noted that helix damage on the lead was suspected.